Manufacturer narrative:
Batch review performed on 04 december 2020: lot 1901590: (B)(4) items manufactured and released on 18-jun-2019. Expiration date: 2024-06-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: gmk-sphere 02.12.0411fl tibial insert fixed sphere flex size 4/11 mm l (k140826) lot. 1900374. Batch review performed on 04 december 2020: lot 1900374: (B)(4) items manufactured and released on 25-apr-2019. Expiration date: 2024-04-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
1 year and 3 months after primary tka, the surgeon decided to perform a revision surgery due to knee pain and instability. The plan was to change insert only. During surgery, the tibia was found to be loss and completely deboned from the cement. Revision surgery was successfully performed. Liner and tibial tray revised.